Manufacturer narrative:
Per follow-up on 04-may-2016 with the user facility¿s biomedical engineer (biomed): there was no knowledge of patient infection that may be associated with the cooler heater; the water was not cloudy or discolored; they do not routinely culture the water; user performs chlorine maintenance according to procedure; the biomed performs preventive maintenance (pm) semi-annually; and they use distilled water in their unit. The biomed also stated that the field service representative (fsr) has repaired the unit.

Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) is going to try and fix the cooler heater unit.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "pump not primed" alarm on the cooler heater unit. The light emitting diode (led) alarm and audio indicators were illuminated on the front panel of the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) verified the reported issue, the cooler heater unit had very sludgy water in the tank and was constantly alarming "pump not primed". The fsr drained the tank, cleaned and flushed the tank, removed the pressure sensor and removed debris that was blocking the fitting. The fsr drained and cleaned the tank again, reinstalled the pressure sensor and tested for function. The unit operated to manufacturer's specification and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.